Event description:
It was reported that during a bypass procedure, one of the staple lines opened after stapling due to malformed staples and an incomplete staple line. No patient consequences were reported. Device will be returned.

Manufacturer narrative:
Evaluation summary: the analysis results showed that the device was returned with no visual non-conformances and with a partially fired cartridge. The cartridge was manually reset and the device was tested for functionality with the returned cartridge; the device achieved a complete 3-strokes and fired without any difficulties noted. Event described could not be confirmed as the device achieved a complete firing cycle, the staples formed as intended and it opened and closed without any difficulties noted. It should be noted that all instruments are inspected 100% for staple presence by a visual system prior to the placement of the staple retainer. In addition, at finished goods the instruments are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.